Event description:
It was reported that a person using the ilet experienced recurrent low and high blood glucose, including hypoglycemia to 45 mg/dl and hyperglycemia up to approximately 600 mg/dl when the ilet was disconnected and not reconnected, and with subsequent overcorrection contributing to highs. Symptoms included hypoglycemia and hyperglycemia. Outcomes included the need for urgent troubleshooting and education on managing low glucose with oral glucose and avoiding overcorrection, as well as guidance regarding device reconnection to prevent prolonged insulin suspension. Investigation included a review of the reported use scenario and user education on treatment of lows and prevention of highs. Investigation of this case revealed user-related factors, including device disconnection and overtreatment of hypoglycemia, leading to excursions. It was concluded, based on previously established findings for similar reports, that the cause was use error related to device disconnection and hypoglycemia overtreatment.